Manufacturer narrative:
B3 date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that the burr became stuck on the rotawire. This 1.50mm rotapro along with a rotawire were selected. During the procedure upon trying to remove the rotapro the device became stuck over the wire and could not be removed. It was noted that they were unable to determine if it was a bend in the rotawire or an issue with the rotapro. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the rotawire was exchanged out for another of the same device to completed the procedure. The patient status post procedure was good.

Manufacturer narrative:
The event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that the burr became stuck on the rotawire. This 1.50mm rotapro along with a rotawire were selected. During the procedure upon trying to remove the rotapro the device became stuck over the wire and could not be removed. It was noted that they were unable to determine if it was a bend in the rotawire or an issue with the rotapro. The procedure was completed with another of the same device. No patient complications were reported.